Event description:
The provider/patient reported the following: the patient (B)(6). (B)(6), (B)(6) emailed us because she started her aligner number 4 on saturday, and she's experiencing nerve pain when she chews soft or semi-hard food on the right side. It radiates from the jaw to the bottom of the right ear.

Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to nerve pain.